Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was motor rate error in history. Start-up and multiple flow and occlusion tests were performed. The operator could not repeat the customer's stated problem. The operator replaced the worm coupling and gear as a preventative measure.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a motor rate error. There were no adverse events reported.